Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon was close to finishing the dissection of the tumor, they noticed that the fenestrated bipolar forceps (fbf) were more difficult to move and close, and it was noticed that one of its steel cables had broken. The procedure was completed with no reported injury.

Manufacturer narrative:
An image was provided for review and shows a broken cable at the distal end. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.